Event description:
It was reported that before use of the bd¿ 20 ml syringe with needle, a nurse found black foreign matter in the barrel. No serious injury or medical intervention was reported.

Manufacturer narrative:
Investigation: we have reviewed our production and inspection records and have established that all production and quality processes were carried out normally. We have been provided with a picture and the affected sample. After the evaluation of the returned sample, we confirmed the reported issue, and identified the foreign matter as printing foil particles in the fluid path. We could confirm the reported issue. In some cases, this printing foil due to a clog in the printing station, has to be cut by the operator. When this situation happens, the machine stops automatically and the operator should cut the printing foil reel to solve the clog. During this cutting process of the printing foil, some particles could remain in the machine, and in this case, these foil particles finally ended in one syringe barrel, producing the reported issue. Therefore, the reported nonconformance is caused by a defective foil reel and human error. We concluded that it has been an isolated case with a negligible frequency of occurrence.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use of the bd¿ 20 ml syringe with needle, a nurse found black foreign matter in the barrel. No serious injury or medical intervention was reported.